Event description:
A sensor failed after the ablation catheter was placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation device, thermocool smarttouch stsf ablation catheter (per site reporter) clinical site notified mfg rep directly.